Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first step of laparoscopic bypass, the reload could not be fired when the green button was pressed. A new reload was used to complete the case. There was no patient injury.